Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through visual inspection. Analysis revealed that the device passed functional testing but failed visual inspection due to foreign material within the cable connector latching mechanism which was obstructing the latching mechanism. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. The IFU also instructs patients to inspect batteries once a week for physical damage, including the battery cable and connectors. Exterior surfaces of the batteries should be cleaned using a clean cloth. A damp cloth may be used but a wet cloth should not. Batteries that appear damaged are not to be used. Damaged batteries must be replaced. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient experienced a battery with poor mechanical connection, it was described as a "sticky connection". The battery was exchanged with no reported consequences or impact to the patient. No additional information provided.